Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with 2 proglide devices using a 9f sheath after a cardiac ablation procedure. Reportedly, there were no issues deploying the devices. Both suture knots were advanced to the vessel wall and tightened, however, complete hemostasis was not achieved. Use of the proglide was abandoned. A 9f sheath was inserted temporarily while the patient was transferred to the recovery room. The sheath was removed and manual compression was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information a definitive cause for the reported patient device interaction problem could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture. The product risk assessments identifies this as a foreseeable event; as such, design and manufacturing controls and mitigation's have been established for potential causes. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.